Event description:
Customer reported receiving a no delivery alarm during bolus on the insulin pump. While attempting to administer a fixed prime, the insulin pump alarmed no delivery again. Blood glucose level was 290 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.